Manufacturer narrative:
Date sent to the FDA: 2/14/2022 .

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent surgery on (B)(6) 2015 and a debridement of abdominal wound, placement of vac dressing and a small mesh excision was performed due to chronic infection and draining sinus. It was reported the patient underwent surgery on (B)(6) 2015 involving a debridement of abdominal wound due to mesh infection. It was reported the patient underwent surgery on (B)(6) 2015 and the procedure involved a debridement of intraabdominal wound with removal of the mesh and repair. It was reported the patient underwent surgery on (B)(6) 2017 involving debridement of abdominal wall due to a postoperative hematoma embedded in the mesh. No additional information was provided.